Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the packaging is flaking. As you peel apart the packaging, the flaking started and it did compromise the sterility of the product.